Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient's mother removed sensor from insertion site. Upon sensor removal, patient's mother reported that the sensor wire remained in skin. Patient's mother reportedly removed remainder of wire. Patient did not seek medical intervention. Dexcom has issued an rga for patient to return device to be investigated.